Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed doing maintenance and stated fluid delivery line (fdl) inlet pressure (ip) was out of specification. Replaced one of the valves and it was still out of tolerance. Noticed the seal on one of the valves was too small and did not properly seal. Asked to purchase new valves to replace or how to address this issue.

Event description:
It was reported that the biomed doing maintenance and stated fluid delivery line (fdl) inlet pressure (ip) was out of specification. Replaced one of the valves and it was still out of tolerance. Noticed the seal on one of the valves was too small and did not properly seal. Asked to purchase new valves to replace or how to address this issue. Per follow up information received via task on 21aug2025, they ordered 2 new valves to replace the faulty ones as bd tech support suggested, but they were working at that site temporarily, so they did not know the current status of the equipment. The valves had not yet arrived by the time that left to another site on (B)(6).

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event could not be determined. Replaced one of the valves and it was still out of tolerance. Noticed the seal on one of the valves was too small and did not properly seal. Asked to purchase new valves to replace or how to address this issue. Per follow up information received via task on 21aug2025, they ordered 2 new valves to replace the faulty ones as bd tech support suggested, but they were working at that site temporarily, so they did not know the current status of the equipment. The valves had not yet arrived by the time that left to another site on (B)(6). A DHR review is not required as the serial number is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.